Event description:
The ICD involved in this MDR was implanted on (B)(6) 2010. On (B)(6) 2010, a v lead repositioning procedure was performed. The medtronic psa 2290 showed large qrs amplitudes with lesion morphology (>25mv) and slew-rate >4v/s. After re-connecting the lead to the ICD, amplitudes were measured between 0.48 and 0.69mv. Ventricular sensitivity was then decreased (in the sensing test screen) and amplitudes >15mv were measured. No print-out was available from surface ECG or psa. A question was raised: if the sensing window to measure the amplitude was longer, would the qrs be observed with higher amplitude? Induction tests were successfully performed (1.6mv ventricular sensitivity, 100% sensing of vf and dft of 14j).

Manufacturer narrative:
(B)(4), 2010. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.